Event description:
Additionally, the health professional clarified the amount injected was 0.1. The event occurred at the injection site. Two days post-injection, patient was treated with hyperbaric o2 therapy for the next three days. The event resolved 10 days later.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the nasolabial fold with juvéderm¿ voluma¿ with lidocaine. During the injection, ¿blanching¿ occurred, and the injection was stopped immediately. The patient experienced ¿vascular occlusion.¿ the patient was treated with hyaluronidase (150 iu/cc strength) 7 cc to soak the area. The event is ongoing.